Event description:
The reported description of this complaint notes that the bedside monitor took a longer period of time than anticipated to alert the user of a change in the pt¿s status.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the bedside monitor took a longer period of time than anticipated to alert the user of a change in the pt¿s status. The user claims that the bedside monitor alarmed for a low spo2 value shortly after the pt turned ¿blue.¿ the customer was unable to state the model# / serial# of the bedside monitor when the reported event occurred. The notification date to philips was (B)(4), 2012. The event date is unk. The spo2 sensor used during this event is unk. The user did not request any configuration changes with philips bedside monitors at this facility. Info supplied by the customer is insufficient for a product investigation. There are no similar complaints filed by this customer regarding an extended time factor with spo2 alarming. Product trending cannot be performed as the bedside monitor is unk. No corrective action have been identified. Root cause is unk due to insufficient info supplied by the customer. The event was not reported to philips until approx one month after it occurred. The customer is unable to cite a model#/serial# or configuration settings for the involved bedside monitor. The customer did report that after a longer time than anticipated, the bedside monitor alarmed for a low spo2 measurement. According to the intellivue bedside monitor instructions for use manual, software version h.0 and previous versions: there is a delay between a physiological event at the measurement site and the corresponding alarm at the monitor. This delay has two components: the general system delay time is the time between the occurrence of the physiological event and when this event is represented by the displayed numerical values. This delay depends on the algorithmic processing and the configured averaging time. The longer the averaging time configured, the longer the time needed until the numerical values reflect the physiological event. The time between the displayed numerical values crossing and alarm limit and the alarm indication on the monitor. This delay is the combination of the configured alarm delay time plus the general system alarm signal delay time. The alarm delay time can be configured to a fixed value (between 0 and 30 seconds) or the monitor can be configured to apply a delay based on an intelligent algorithm. Device labeling (IFU) adequately described control of alarming, including configuration of spo2 alarm delay and spo2 averaging. The info provided by the users is not sufficient to support that there was any device malfunction. Trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.